Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. The pump was returned to the biomedical engineering department with an unsigned note that stated, "lock out early." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Multiple unsuccessful attempts have been made to obtain add'l info including specific pt info, pump programming, and event details.